Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). It was not reported if dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were ongoing. On (B)(6) 2012, the nurse contacted baxter technical services (bts) for assistance to end therapy on the homechoice (hc) device. The bts representative assisted the nurse as requested. At the time of the call, the nurse reported that the patient was in the hospital. Upon follow up, the nurse reported that the patient experienced peritonitis which required hospitalization on (B)(6) 2012. On (B)(6) 2012, the patient was discharged from the hospital. It was unknown if the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.